Manufacturer narrative:
The catalog and lot numbers for the actual products used in the procedure are unknown. This male patient of unknown age and medical history experienced a thrombotic event after implantation of a cypher stent. The indication of the index procedure was an acute mi. Percutaneous coronary intervention was performed in the right coronary artery (rca). The lesions, "which necessitated the implantation of the stent, were de novo lesions of 15mm to 30 mm long in arteries that were 2.5 mm to 3.5 mm wide." Vessel classification was not reported. Baseline measurement of ejection fraction was not reported. There is no information regarding procedural details such as: debulking or pre-dilation of lesion before stent deployment, pre and post procedure cardiac enzyme values, pre and intra-procedure medications used. One cypher stent of unknown length and diameter, unknown lot number and unknown expiration date, was deployed at unknown pressure in an unidentified section of the rca. Post dilation of stent was not reported. The residual diameter stenosis was not reported. Confirmation of complete stent apposition to the vessel wall by ivus was not reported. Timi flow was not reported. The report did not indicate when the patient was discharged from the hospital. Post-interventional treatment with plavix was reported for an unknown duration. At an unknown time after implantation of this stent the patient suffered a subsequent thrombosis at the site of the stent(s) causing serious personal injury and requiring substantial medical treatment and/or the requirement of lifetime plavix therapy. No additional information was available. The product remained implanted in the patient and is thus not available for evaluation. A device history records (DHR) review could not be conducted because the lot number of the product was not reported. Thrombotic events are a known potential adverse event following stent implantation. Patients who are known to be at high-risk for thrombotic events include those with long lesions, a vessel diameter less than 3mm and previous thrombus. With such limited patient and procedural information available for review, the lack of availability of the product's lot number to perform a DHR review and the unavailability of the product to analyze, it is not possible to determine what factors may have contributed to these events.

Event description:
The patient underwent a coronary intervention on (B)(6) 2005. During this operation, a cypher stent was implanted in their coronary arteries in the state of georgia. The stent was placed in the patient's right coronary artery (rca). The patient received stents following an acute mi. The lesions, which necessitated the implantation of the stent, were not "de novo lesions of 15mm to 30 mm long in arteries that were 2.5 mm to 3.5 mm wide." After implantation of this stent the patient suffered a subsequent thrombosis at the site of the stent(s) causing serious personal injury and requiring substantial medical treatment and/or the requirement of lifetime plavix therapy.